Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnostic procedure. The procedure was aborted and completed after multiple reboots which eventually cleared the error. The philips remote service engineer (rse) checked the system remotely and confirmed that the ¿system c-arm was unable to perform movements¿. Upon troubleshooting, the philips field service engineer (fse) investigated a startup error and found a stuck button and can test error linked to the geometry module. Logs were sent to technical support, who recommended replacing the luc board (spc3). The part was ordered and installed, with the system passing all tests. In a follow-up visit, luc board 2 was found in an error state but recovered after a reset. Logs indicated the issue was caused by a faulty clea extension board. To resolve the issue, the fse replaced the extension board, performed calibration and testing. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.